Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. After the chronic boston scientific lead was attached to the new device, there was right ventricular pacing inhibition due to oversensing of the atrial paced event, which subsided after a few minutes and was not reproduced. Programming changes were made to prevent reoccurrence. There were no patient consequences and the patient was discharged.